Event description:
It was reported that during a percutaneous coronary intervention, stent damage occurred. The target lesion was located in the left anterior descending (lad) artery. After dilating the lad with a non-bsc 2.0x12mm balloon, the physician deployed the 2.5x24mm promus element stent. A kissing balloon technique was then performed with the same non-bsc 2.0x12mm balloon into the diagonal artery. Following the kissing balloon inflation physician imaged the lesion and noted that the implanted promus element stent was deformed. A 3.0x32mm promus element was then implanted into the diagonal artery. A 2.5x28mm and 2.75x12mm promus element stents were also implanted into the right coronary artery (rca). There were no patient complications reported and the patient status is fine. This product is only (B)(4) approved but it is similar to an approved us device.

Manufacturer narrative:
Device is a combination product. (B)(4). The device was not received for analysis, therefore a technical analysis was not performed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause classification of this investigation is caused by other. The investigation indicates another device/drug/subsequent procedure caused the complaint event. The promus element dfu advises care must be exercised when crossing a newly deployed stent with an intravascular ultrasound (ivus) catheter, a coronary guidewire, or a balloon catheter to avoid disrupting the stent placement, apposition, geometry, and/or coating. (B)(4).